Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. H3 other text : remained implanted.

Event description:
Edwards received notification from a sales rep that during an sapien 3 + alterra case, the alterra pre-stent was placed without incident. However, it was noted that the frame migrated proximally. The implanter felt that a staged procedure would be best for the patient. A CT scan is planned to be preformed. The sapien 3 valve was not implanted. There were no patient injuries or device malfunctions. The perceived root cause for the pre-stent moving was that the patients anatomy was larger than anticipated. There was no allegation that an edwards device malfunctioned or there was an edward device deficiency that caused or contributed to the pre-stent moving. Edwards received additional notification that 4 months and 13 days after initial alterra implant, the patient underwent implant of a second alterra pre-stent inside the original alterra, but slightly distal to the initial alterra. A 29mm s3 was deployed into the second alterra.

Manufacturer narrative:
Correction to h6 codes per no product return evaluation. The device was not returned to edwards lifesciences for evaluation, as it remains implanted so a no product returned engineering evaluation performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore, a device history review and lot history review are not required. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The imagery provided showed the prestent migration was unable to be confirmed as the initial fluoro was not provided for comparison. Parastent leak was observed during contrast injection. The IFU for edwards alterra adaptive prestent system and the procedural training manual were reviewed. Its notes, assess alterra prestent stability by evaluating apices engagement in surrounding tissue, wall apposition, and/or motion of prestent within the anatomy. If adequate stability is not noted, consider staging valve deployment after allowing sufficient time for prestent endothelialization. No IFU/training deficiencies were identified. As the migration was unable to be confirmed, a complaint history review is not required. A complaint history review was performed on complaints (returned and no product returned) from may 2022 to april 2023 for the alterra delivery system (all models and sizes) with the complaint codes related to parastent leak. Prior similar events for this failure mode/ hazardous situation would be captured by the complaint codes and were reviewed for root cause identification. Based on the review, the potential root cause for parastent leak could be related to operational context. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. While migration was unable to be confirmed, the complaint regurgitation was confirmed based on the review of provided imagery. In this case, there was no allegation of device malfunction contributed to the reported event. A review of IFU/training materials revealed no deficiencies. The complaint description states, ''the alterra pre-stent was placed without incident. However, it was noted that the frame migrated proximally. The perceived root cause for the pre-stent moving was that the patient's anatomy was larger than anticipated''. Additionally, approximately four month post implantation of the alterra prestent, it was evident that there was parastent leak and as a result a second alterra stent was placed within the 1st stent to assure adequate sealing before implanting a s3 valve. The IFU warns that correct sizing of the prestent into the rvot is essential to minimize risks such as paravalvular leak, migration, embolization, and/or rvot rupture. Per the training manual, the alterra apices are designed to engage with anatomy to assist in initial placement and acute stability. Inflow apices engagement is critical for prestent fixation and to avoid migration. In this case, the apex engagement could have been reduced due to large anatomy. As such, it is likely patient factors (insufficient apices engagement due to patient anatomy) have contributed to the complaint event. Device migration can compromise the seal between the prestent and annulus leading to parastent leakage. Imagery review confirmed the parastent leakage. As such, procedural factors (prestent migration) likely contributed to the reported event. Since no device problem was identified affecting distributed product, no product risk assessment is required. Since no edwards defects were identified, no corrective/preventative actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5 and h6-device code. The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from a sales rep that during an s3 + alterra case, the alterra pre-stent was placed without incident. However, it was noted that the frame migrated proximally. The implanter felt that a staged procedure would be best for the patient. A CT scan is planned to be preformed in 6 weeks. The valve was not implanted. There were no patient injuries or device malfunctions. The perceived root cause for the pre-stent moving was that the patient's anatomy was larger than anticipated. There was no allegation that an edwards device malfunctioned or there was an edward device deficiency that caused or contributed to the pre-stent moving. Edwards received additional notification that 4 months and 13 days after initial alterra implant, the patient underwent implant of a second alterra prestent inside the original alterra, but slightly distal to the initial alterra. Per angiography, it was evident that there was para-alterra leak and this would not be resolved by placing a thv into the initial alterra. A second alterra was placed to assure adequate sealing. A 29mm s3 was deployed into the second alterra. The 1st alterra did not appear to have migrated further as there was sufficient anchoring. This device was not effectively sealed due to anatomical characteristics of the native anatomy.